Event description:
"D/I" catheter placed for staph infection in the bone. Was in for a few months before patient felt pain in the arm. Dr. Did exploratory surgery and noted 1/2" piece of catheter with cuff on it sub-q inside the patient's breast. Had to do surgery to remove the tubing and cuff. Patient will retain product. Reported by pt.